Event description:
It was reported that the customer was experiencing high blood glucose and receiving no delivery alarms. The customer's blood glucose had been between 400 mg/dl and 500 mg/dl. The customer treated her high blood glucose with manual injections. Troubleshooting was not performed because, the customer and insulin pump were not present. Advised that the customer call back in order to perform a high pressure test and to ensure that the insulin pump was working as designed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.